Event description:
The customer reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation, and performed kv calibration. The filament needed to be replaced, and was ordered. No further info is available.